Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Lens not returned for evaluation. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found the lens torn into pieces. The cartridge was returned and there was no visible damage to the device. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Event description:
The reporter indicated the surgeon inserted an (B)(4) silicone aspheric three piece lens and a crack was noted in the lens optic. The iol was cut and was removed without complication to the patient. Another iol was used. Additional information was requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.